Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The patient reported that when they charge to 100% and have the stimulation turned off, the battery is almost completely drained within a month's time. When the implantable neurostimulator (ins) was more than 1/4 charged, it caused the patient pain. The patient had turned stimulation off because they were in pain and agony. The pain decreased after turning stimulation off. The patient had met with a manufacturer representative (rep) three to four months prior to (B)(6) 2015. The indication for use was spinal pain, and a supplemental report will be submitted if additional information is received. The manufacturer representative (rep) called on (B)(6) 2015 with additional information confirming that they had seen the patient three or four months prior, and that the patient has had a few reprogramming sessions over time. They did not remember the patient ever saying that the battery was depleting faster than normal. A supplemental report will be submitted if additional information is received.